Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07437. It was reported during the patient's permanent implant procedure, a cerebrospinal fluid (csf) leak occurred. The patient also experienced headache. The patient was given caffeine. Additional information revealed the patient is doing well.